Event description:
It was reported via phone call, that the up arrow button on the insulin pump is unresponsive. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent up arrow button due to corroded keypad trace. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.